Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred followed by a valid resume pump alarm 18. The customer¿s blood glucose (bg) level was approximately 400 mg/dl. Reportedly, supply changes were performed to address the occlusion alarm issues.